Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, more than three openings on the radius and weight measurement in specification. A microscopic analysis was performed which identified more than three openings on the radius with striated edge assessed as surgical damage and non-penetrating nicks with a striated edge assessed as surgical tool scratch like. Based on the device analysis the final assessment is: openings on the shell due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture baker grade iii and seroma are physiological complication sand analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii and seroma.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and "fluid collection." Device has been explanted.